Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing of a retained kit and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 67342ud00, however, no increase in complaint activity was identified for list number 07p51. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and issue. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot number 67342ud00 was identified.

Event description:
The customer observed falsely positive alinity I total b-hcg for two patients. The following results were provided: (B)(6) 2025, sid (B)(6), initial b-hcg result= 35.977 iu/l; repeat result <2.30 iu/l. Update, additional patient results were provided on (B)(6) 2025. (B)(6) 2025, sid (B)(6) , initial result= 92 iu/ml; repeat results <2.30 iu/ml and <2.30 iu/ml there was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely positive alinity I total b-hcg for two patients. The following results were provided: (B)(6) 2025, sid (B)(6), initial b-hcg result= 35.977 iu/l; repeat result <2.30 iu/l update, additional patient results were provided on (B)(6) 2025, sid (B)(6), initial result= 92 iu/ml; repeat results <2.30 iu/ml and <2.30 iu/ml there was no impact to patient management reported.